Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with the same set of equipment.

Event description:
It was reported, the video system center had image failures. Suddenly only a black image could be seen. The image came back without any deliberate change. Switching the input on the monitor from 12g to 3g restored the image. The image transmission was restored in the 3g signal path using a y-piece. The already sedated patient could then be examined. The issue occurred during preparation for use for an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.